Event description:
The manufacturer received information from a customer that a trilogy evo was faulty and required replacement of the machine flow sensor to address the fault. There was no harm or injury reported. During the customer's evaluation of the device, the customer determined the machine flow sensor caused the issue and has accepted responsibility for the repair of the device.